Event description:
Baxter (B)(4) reported the spike of the transfer set was separated unexpectedly from the spike port of the extraneal. The connector cover was not attached. There was no patient injury or medical intervention. The actual sample (only transfer set) is available for evaluation.

Manufacturer narrative:
(B)(4). Needle marks on tubing strain relief components were returned as follows: one port # hooks retracted and red safety cap in place. One port locking connector and tubing strain relief. Upon visual inspection it is noted that: the returned injection port appears unused (no puncture marks on septum, no staining). Some dark brown staining is noted on the locking connector. The tubing strain relief had multiple puncture marks indicative of unsuccessful attempts to adjust the band. Based on the condition of the injection port, it is assumed that it is in fact the unused replacement device. Dimensional analysis of the locking connector was performed, indicating that the locking connector inner diameter (catheter end) meets specification. While it is not possible to draw definitive conclusions regarding root cause of the reported events, it is noted that port disconnection and port migration or rotation are recognized events associated with gastric banding. Its causes and consequences are outlined within the products' instructions for use (IFU). Contributing factors to port displacement include patient physical activity and port location. As the velocity port and tubing associated with the event were not returned for analysis, no further investigation into potential root cause could be performed. A DHR-review could not be performed as no lot number was communicated. It is unlikely that a manufacturing issue contributed to the reported event, it is noted that all devices are 100% visually inspected prior to release. Events of this typed continue to be trended and monitored.

Event description:
It was reported that during a port replacement procedure, due to a port flipped and band tubing disconnect, the port silicone piece pulled off the tubing connector and was free floating in the abdomen but was retrieved. There was no adverse consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.